Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced hypoglycemia with an unspecified dexcom malfunction which occurred. According to the report, the patient experienced hunger and noticed her continuous glucose monitor (cgm) reading was going down on her tandem display device. The patient did not check for blood glucose (bg). The patient attempted to treat herself with carbohydrates but could not access the food from the container. The daughter found the patient on the floor and called paramedics. Upon arrival, emergency medical service treated the patient with IV glucose. There was no more information of bg or cgm readings, alerts, or alarms then. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in stable condition. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.